Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed that the coating of grasping section was partially missing on may 25, 2017. As the result of checking the manufacturing record of the same lot, there was nothing abnormal found. This type of the coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a hard object. The instruction manual of the device has already warned as follows; when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During the procedure of hepatobiliary pancreas, the probe was broken off when the nurse wiped the probe of the subject device with gauze. The intended procedure was completed with another device. No patient injury was reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed that the probe was broken off and the coating of grasping section was partially missing on may 25, 2017. It was not reported that the fragment of the coating fell into the patient. This MDR is regarding the missing of the coating.